Event description:
Hcp reported pt presented with signs of an infection of the lead track. These include fever, swelling, and pain. Cultures of the lumbar region were obtained and staph was the organism cultured. The pt was treated with IV antibiotics and total device system explant. The device was not returned to the MFR for analysis. Hcp reported pt's infection is resolved.